Event description:
Fluoroscopy showed the inner blue conductor cables outside of the lead body. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only the proximal end of the lead measuring 11.2cm was returned. Without returned of the entire lead, a complete evaluation cannot be performed. Other: na.